Event description:
A report was received that the patient's ipg was explanted as it had eroded through the skin. The patient was reportedly doing fine after the explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.